Event description:
My "abbott freestyle libre 2" sensor failed prematurely and the adhesive did not function as intended leading to a premature failure and lack of blood sugar readings. Refer to additional documents in i2k.